Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patient orders failed to cross over. The user attempted a reboot and recovery but failed, and also unplugged and reconnected the power cable; however, the issue persisted the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station, unable to find any of the orders/ patients and later found that the case was wrongly created under wrong account and there were no issues with the device, and no further investigation was required. The system functioned as intended when the technical support specialist inspected the device.